Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deflation issue was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a hemodialysis patient with venoplasty due to a 90% stenosis in the shunt. A 7f sheath was inserted and a 0.035' guide wire was advanced. The 12 mm x 40 mm foxcross balloon catheter was used to dilate the lesion at 10 atmospheres. An attempt was made to deflate the balloon; however, it would not deflate. After several unsuccessful attempts were made to deflate the balloon, the sheath and balloon were retracted together from the patient without any adverse patient effects. As the results of the balloon angioplasty were acceptable the procedure ended successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.